Event description:
It was reported to boston scientific corporation that an advanix pancreatic pigtail stent was to be implanted in the common bile duct during an endoscopic nasobiliary drainage (enbd) procedure performed on (B)(6) 2024. During the procedure, the distal part of the stent was kinked. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the advanix pancreatic stent instructions for use (IFU), "slide the stent barb cover securely into the biopsy cap" the user did not follow the IFU as the user did not use the barb flap cover.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked.